Event description:
As reported through the early tavr study, per the early tavr report the patient was presented with "prosthetic valve stenosis". Approximately 3 years post implant of a 20mm sapien 3 valve in the aortic position, the echocardiogram demonstrated elevated prosthetic valve gradients with mean gradient of 31 mmhg, ava 0.77 cm2. Additional information is not available at this time.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Section b7 and h10 has been updated. According to the medical records provided, per the 2-year status post tavr follow up visit notes: overall clinically stable aortic valve function although the perivalvular ai is more prominent than on the previous echo. The patient has variable indices of function over time related to the small size of the prosthesis, underlying anemia and left ventricle performance. No active heart failure issues were noted during this visit. The patient will follow up on 6 months with annual echocardiography going forward. The tte performed on the same day reported a mean gradient across the bioprosthetic aortic valve of 30.0 mmhg. The maximum velocity across the bioprosthetic aortic valve is 345.4 cm/sec. There is a lateral paravalvular aortic leak. Prosthetic aortic regurgitation appears trace. The degree of paravalvular aortic regurgitation appears mild. Prosthetic aortic valve velocities are elevated. They have ranged from 4.6 to 2.8 since implant of 20mm sapien 3 3/19. Leaflet mobility appears intact. The dynamic velocities are likely functional secondary to anemia/lvef dynamics along with ppm.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. An image review unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed based on medical records provided. There is no allegation of device malfunction contributed to the reported event. A review of the device history records, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the instruction for use (IFU) and training manuals revealed no deficiencies. Per the (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the root cause for valve stenosis approximately 3 years post tavr was unable to be determined due to insufficient information was provided for evaluation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment is required.